Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event brush detachment.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2026. A channel brush was inserted into the endoscope for cleaning, but the sheath broke and became lodged inside the endoscope channel. It could not be removed, preventing the cleaning from being completed. The endoscope has been sent for repair. There was no patient involvement in this event.